Event description:
The customer alleged no audible alarm. Both the customer's biomed and the mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the device failed to alarm, and no malfunction may have occurred. The customer did not know which alarm was expected. There was no pt injury or change in therapy was a result of the reported malfunction.